Event description:
During a follow-up in clinic, the device longevity was incorrectly displayed. It was later determined that the implant date was not entered in the patient profile. The patient profile was updated and the event was resolved. The patient was stable.